Event description:
It was reported that the patient received suspected inappropriate therapy that was delivered for supra ventricular tachycardia (svt). The implantable cardioverter defibrillator (ICD) remains in use. The right atrial (ra) lead exhibited intermittent undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.